Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history review (f1523104) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided, the root cause of the reported event could not be determined; however incidents are monitored on a routine basis for trends. Note: this report was originally submitted on 04/06/2016; however, acknowledgements number 2 and 3 were not received. This report is being re-submitted per your request.

Event description:
It was reported that after a "perfect" deployment of the mynxgrip vascular closure device following an interventional coronary procedure, a hematoma of 6 cm or less developed after a 2 minutes manual pressure was released. The device was being used for arterial closure with a 6f procedural sheath. Additional manual pressure (total duration of 20 minutes) was applied and a femostop was also placed prior to taking the patient to recovery as precaution. The patient was described as fine and was recovering at the time of this report. The patient's hospitalization was not prolonged as a result of the mynx event.